Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  patient reported that they feel like the device is not working as well as it used to. They feel like they are losing control of their bladder, and the frequency doesn't seem to be the same. They don't feel the stimulation as often as they use to. The issue started probably mid november, right before thanksgiving. The patient went on 3 different flights over the holidays and did not turn off their device for the security scanners. The patient wanted to know if there was a way to test the device to make sure it's working the way it's supposed to. Patient services redirected the patient to their healthcare provider to further address the issue. Patient states they have a follow up appointment with healthcare provider on the 8th.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.